Event description:
Patient was prescribed euflexxa series of 3 injections for left shoulder osteoarthritis. Prescriber office was consulted, they confirmed they are aware it is not FDA approved indication but want to proceed with treatment.